Event description:
Medical affairs spoke to pt and based on the info that pt provided, this case is being documented as a strip malfunction. Pt claims that three days ago pt was experiencing symptoms of low blood glucose which consisted of blurry vision, slurred speech and felt low. Pt then tested on their meter and obtained low readings of 41, 43 and 62. Pt then ate some food and then went to the emergency room. At the ER pt was not treated and was not tested on another meter. Md advised pt to decrease their set amount of insulin. Pt would not provide medical affairs their diabetes regimen. Pt had mentioned that control solution test was done twice with ccr and both times they fell out of the range. Pt did not want to troubleshoot or to further answer questions that medical affairs had. Pt did however, mention that when pt did a blood test the confirmation dot was green and later when pt came back to look at it, it turned back to blue. Pt did mention that the color issue happened on several strips on that particular vial. Pt suffered a serious injury; however, no info to suggest that meter contributed to the injury. Pt was experiencing symptoms that matched the meter readings. Pt was not treated by the hcp. Pt was unable/unwilling to verify how pt had been cleaning the meter, the expiration on subject vial of strips and the condition of the test strips. Customer service is sending pt a new meter and test strips.